Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the movement of the clip and tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted on the lateral portion of a2. A second clip delivery system (cds) was advanced to the mitral valve and placed lateral to the first clip with full mr reduction. Shortly after deployment, unusual movement of the clip was noted and the mr increased. It appeared that the anterior leaflet was torn at the area where the second clip grasped. A third clip was placed just lateral of the second one to stabilize the valve, and the mr was reduced to 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a similar incident from this lot. All available information was investigated and the reported partial clip movement appears to be related to the dilated mitral ring and an anterior prolapse in the lateral portion of the a2 segment of the mitral valve. The reported tissue damage appears to be related to procedural circumstances of partial clip movement. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.